Manufacturer narrative:
Additional information: section d - device available for eval? From: yes, to: no. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the customer called to report blood in the helium tubing. They had reported to the physicians and had disconnected from the iabp already. They asked if there was anything else to be done. The patient was in a stable condition and they reported that another iab will not be placed. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the customer called to report blood in the helium tubing. They had reported to the physicians and had disconnected from the iabp already. They asked if there was anything else to be done. The patient was in a stable condition and they reported that another iab will not be placed. There was no reported injury to the patient.